Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room over night due to low blood glucose on (B)(6) 2020. Customer¿s blood glucose was 58 mg/dl. Customer low blood glucose was due to not eating all morning and was treated with glucagon shots. The insulin pump will not be returned for analysis.